Manufacturer narrative:
The reported complaint of the lifeband will not clip into the encoder pool shaft of the autopulse platform (serial #(B)(4)) and platform displayed user advisory - "(ua) 12" (lifeband not present) was confirmed during functional testing and archive data review. The root cause of the reported complaint was due to fabric material jammed inside the encoder pool shaft, likely due to user mishandling. The patient's clothing should be removed from the patient's torso before the use of the platform. Per autopulse platform user guide, section 3.1 deploying the autopulse system: after assessing the patient's condition, sit the patient up and make a single cut down the back of the patient's clothing or undo any ties on the back of the gown in a hospital. Grasp the clothing by the sleeves and pull down toward the ankles to remove all of the clothing from both the front and back of the torso. Ensure that the lifeband is not impeded by anything such as the patient's arms, clothing, straps, and buckles that may interfere with the movement of the lifeband and resulted passed, a good known lifeband snapped properly. No physical damage was observed on the autopulse platform during visual inspection. During archive data review, observed multiple ua12, thus, confirming the reported complaint. Initial functional testing failed due to ua12 (lifeband not present) displayed on the autopulse platform, thus confirming the reported complaint. Observed the belt clip test aid or lifeband will not be inserted into the pool shaft due to fabric material jammed inside the encoder pool shaft. This will cause the platform to display user advisory 12 when powered on. Removed the fabric material and performed lifeband clip detect switch inspection after service repair completion, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).

Event description:
Customer reported that the lifeband will not clip into the encoder pool shaft of the autopulse platform (serial #(B)(4)) and platform displayed user advisory - "(ua) 12" (lifeband not present). Patient use information was requested but no additional information was provided, therefore patient use is unknown. Please see the following related MFR report: MFR 3010617000-2020-01165 for the lifeband.